Event description:
Customer reportedly received results of 360 mg/dl and 139 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal right coronary artery (rca). The physician noted the catheter was sticking during insertion of the device. After the device was removed outside the patient, it was noted that the stent strut was raised. The procedure was successfully completed with another of the same device. No patient injury or complication was noted. Patient condition listed as "good."